Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device change out procedure for eri, the lead was found to be undersensing. Patient was asymptomatic. The physician elected to cap and replaced the lead on (B)(6) 2018. The patient was in stable condition prior, during and after the procedure.